Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's wife initially called to report a high blood glucose reading of 308 mg/dl. Troubleshooting was done and found that the customer changed the infusion days a few days prior. Advised the customer's wife to have the customer change the infusion set again. The wife also stated that the customer was hospitalized for low blood glucose. She stated that the customer's blood glucose levels were high all day and he gave himself several boluses with the insulin pump and eventually his blood glucose levels dropped too low. The blood glucose reading was not reported.